Event description:
The pt reported that in 2009, she woke up with elevated blood glucose of 300-400 mg/dl 2 times per week. She bolused through the infusion device to lower her blood glucose and e4 (occlusion) was displayed. She believes the e4 error was not displayed soon enough. The most recent event occurred four months later. Her blood glucose was elevated to 400 mg/dl and she bolused through the infusion device. Her normal blood glucose level is 80 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.